Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported she did not like the feeling of the stimulator. She did not like having a foreign object in her body. She wanted to have system explanted. According to healthcare professional (hcp), the patient had dementia and was very forgetful according to family. The patient used device 15% of time since implant and said she felt shocking sensation when stimulation was off. The impedances were checked and nothing was out of range. High definition programming was offered but the patient did not want to try it. On (B)(6), the manufacturing representative further reported that the patient had dementia, was confused, and would not allow further interrogation of the battery. The husband and patient requested the device be explanted. The patient did not feel stimulation at the time of the visit. Follow up received from the hcp on (B)(6) reiterated that the patient did not allow manufacturing representative to touch the device. It was reported the device was off and the patient wanted it explanted. Relevant patient history included non-malignant pain. If further information is received a follow up report will be sent.